Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient sustained a head laceration over their eyebrow during an appropriate treatment from the lifevest. There was no alleged device malfunction contributing to the irritation. It was reported that the patient went to the hospital for further evaluation. It is unclear if the patient received medical intervention for the head laceration while admitted. Reporting out of abundance of caution. Outcome of the laceration is unknown.